Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a shocking/jolting sensation when standing or laying down. He also had intermittent stimulation sensation. It was also reported that he had 3 new leads implanted. The patient was going to meet with his physician. Further information was requested.